Event description:
It was reported that a patient presented to clinic for follow up. The pacemaker (pm) had reached normal end of life with high threshold lead parameter. The pm was explanted on (B)(6) 2024. The patient was stable during the procedure.

Manufacturer narrative:
The reported event of inadequate capture was confirmed. As received, the device had no telemetry communication and no output. Visual analysis revealed the header attachment area detected an anomaly between the pre-cast header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. Final analysis found manufacturing process anomaly consistent with header bonding anomaly may have occurred. In-line rework has been done as part of the normal process, and the product passed all quality control tests prior to its distribution.

Manufacturer narrative:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.